Event description:
It was reported that the radiofrequency (rf) head on the programmer was not working. The programmer and rf head were returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis partially confirmed the reported event. No interrogation of a pacemaker was possible. The cable of the programming head was damaged. It was also noted that the anti-slip layer was ripped off the label of the programming head. (B)(4).